Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided balloon was used in the esophagus during a dilation procedure performed on (B)(6) 2022. During the procedure, the balloon broke off from the catheter when the physician pulled the balloon through the working channel. The balloon was retrieved with grasping forceps and the procedure was completed with the original device at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered.